Manufacturer narrative:
CPR piston. Investigation is ongoing, results will be submitted in a f/u report.

Event description:
It was reported that the piston of the CPR malfunctioned. There was no pt involvement or adverse consequences reported.